Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. The patient's parent reported that the pediatric patient experienced multiple signal losses with alerts over 2 days that impacted hybrid-closed loop insulin delivery from the tandem mobi pump and the patient experienced dka (diabetic ketoacidosis). The patient's symptoms were not verified on the call. It was not documented whether the bg (blood glucose) was monitored by fingerstick during the 2-day period of multiple signal losses. The parent transported the patient to the hospital where the bg was 600 mg/dl. The patient was reportedly hospitalized for dka and discharged on (B)(6) 2024. During the hospitalization, the patient was treated with IV insulin. The transmitter and sensor were removed during the hospitalization. At the time of the report, the patient was stable and recovering at home. Data investigation confirmed signal loss as signal loss over an hour. The probable cause was the patient closed the mobile app. No additional patient or event information is available.